Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the pail causing a fall. The pal was not returned and could not be evaluated. However, he seat was turned upwards and it was observed that one of the pail support bars was missing. The other support bar was observed to be slightly bent downwards. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the patient claimed when she was getting up from the seat. The pail fell, causing her to fall. She stated that she sought medical attention and nothing is broken. She was shook up and bruised. Update from 6/6/16: end user states they were getting up and they are not sure if their clothing caught the pail of what caused it to unhook and fall off then the end user lost their balance and fell. They went to the doctor and had x-rays and did not have any broken bones, just soreness and bruising. They are not sure if it malfunctioned or if they caused it to fall off. No further information provided or expected.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the patient claimed when she was getting up from the seat. The pail fell, causing her to fall. She stated that she sought medical attention and nothing is broken. She was shook up and bruised. Update from 6/6/2016: end user states they were getting up and they are not sure if their clothing caught the pail of what caused it to unhook and fall off then the end user lost their balance and fell. They went to the doctor and had x-rays and did not have any broken bones, just soreness and bruising. They are not sure if it malfunctioned or if they caused it to fall off. No further information provided or expected.